Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# v171385, implanted: (B)(6) 2008, product type: lead; product ID 3889-28, lot# v171385, implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had bad experiences with interstim. It was noted that when the system was replaced, 2 wires got infected and got too close to nerve and the patient kept falling all the time and hurting so bad and told their doctor that something was wrong. After surgery one of the leads came out and it was found out that it was infected. The lead was removed and the patient had to wear a wound vac to get infection out and was hospitalized for 7 days on pain meds, ivs and everything. The patient reported being so sick. It was noted that in (B)(6) 2009 everything was taken out. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.